Event description:
A female pt was injected with radiesse for the first time on (B)(6) 2014 in the lateral and mid cheek areas. Two weeks and five days post treatment, the pt complained that her left side was swollen, warm and painful. The practitioner is evaluating the pt on (B)(6) 2014. On (B)(6) 2014, an update was received from the nurse practitioner's husband stating that radiesse was used under client's cheeks. Two weeks later the pt experienced redness, swelling and sinusitis type symptoms. She already started clarithromycin and is responding well.

Manufacturer narrative:
Additional info was requested and not received to date. The device history records for the injected radiesse lot were not reviewed as the lot number was not reported.